Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed (B)(6) 2012 due to pain and possible infection. The stem, tibial tray and bearing were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." And number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02561 / 02563).